Manufacturer narrative:
This report filed february 26th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced pain at the implant site and was treated with a topical antibiotic (duration not reported). The device remains implanted.